Event description:
Brand new sterile foley catheter has red crusty substance on the tip directly out of the package. This was noted immediately upon removing catheter from the packaging and did not touch the patient.